Event description:
It was reported that while unloading a patient from the ambulance the legs of the cot disengaged from the highest level to the mid level position. The cot tipped over and fell to the ground with a patient secured to it. The patient attempted to brace their fall with their right arm and injured their arm.